Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The right ventricular lead exhibited high impedance. During the lead revision procedure on (B)(6) 2015, the physician noted that the lead was wrapped around the defibrillator. The physician suspected the patient had developed twiddlers syndrome. The lead was explanted and replaced. The patient was noted to be doing well post surgery and would continue to be monitored.